Event description:
The customer contacted beckman coulter inc (bec) to report they were alerted to a sheath tank error message on the lh780 analyzer system and while attempting to troubleshoot found diluent leaked from underneath the instrument. The customer wore personal protective equipment (ppe) at the time of the incident. No injuries occurred and no-one sought medical attention. There was no exposure to skin, open wounds or mucous membranes. No death, injury or change/delay to patient treatment attributed or associated to this complaint. On the date of the event, a bec field service engineer (fse) was on site and replaced the actuator and tubing at vent line (vl45). The fse also replaced the tubing for the upper sheath restrictor (diluent only). The fse stated that the root cause of the stabilyse leak was due to the faulty actuator and a hole in the tubing at vl 45 (stabilyse only).

Manufacturer narrative:
(B)(4).